Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of the 600 mg/dl and the insulin pump was not working anymore. The customer's mother stated that, the patient breaks out in rash when she is connected to the insulin pump. Customer was using the pump to bolus and now she is on manual injection. The device is not expected to be returned for analysis. Concomitant medication: model not specified.